Event description:
It was reported that the sheath of seldinger was ruptured during catheter placement. The problem made it impossible to proceed to puncture. The operator unpacked a new seldinger for re-puncture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One video of a microintroducer was returned for evaluation. An initial visual observation of the video showed a microintroducer being flushed; however, the alleged leak cannot be seen in the returned video. No use residue or damage could be discerned in the returned video. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the sheath of seldinger was ruptured during catheter placement. The problem made it impossible to proceed to puncture. The operator unpacked a new seldinger for re-puncture.